Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the evaluation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported a failure of the defib sync port on the dash 4000 patient monitor. Not in patient use when failure occurred.

Manufacturer narrative:
The defective main board is no longer available to be returned for investigation. The customer biomed cleaned the defib sync port however, it did not resolve the issue. The biomed then replaced the failed dash central processing unit (cpu) board, which includes the defib sync port. This resolved the issue. The issue with the dash defib sync port was caused by failure of the dash cpu board.